Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The patient will be seen in the clinic regarding capture issues. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).